Event description:
On (B)(6) 2024, an ilet user reported they experienced a low blood glucose (bg) event requiring assistance from ems. The event occurred on 9/5/2024. The user stated that ems had to be called twice on the same day due to severe hypoglycemia. The user indicated that they experienced a diabetic coma (loss of consciousness) as a result. Despite disconnecting the ilet pump, the user reported low bg levels, with a recorded low of 39 mg/dl. For treatment, ems administered glucose gel, a peanut butter and jelly sandwich, and sugar water. The user indicated a need for additional ilet training and support.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a usual for me breakfast meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user over-estimating the carbohydrates in their meal and choosing a meal size that was too large, resulting in an excess of insulin relative to their need. In addition, it appears the meal was announced to the ilet after cgm glucose had started to rise, indicating the meal was announced late, which increases the risk of hypoglycemia.